Event description:
Boston scientific was informed that after a polyp removal located in the rectum, physician wanted to clip area due to a wide opening. Eight or nine resolution clip devices were needed to be used. During procedure, four of the resolution clip devices being used snapped open. One side, edge of the clip(s) bent in the opposite direction; the tip(s) had opened instead to "close to snap". The clips were replaced with other four of the same, and procedure was completed without pt complications. Pt is "ok". Note: this complaint is one of four devices used in procedure. Refer to MFR's 3005099803-2008-05415, 3005099803-2008-05413, 3005099803-2008-05412 for other three related reports.